Event description:
The distributor contacted animas on (B)(6) 2012 alleging that the up, down, and ok buttons on the keypad are unresponsive. No other information is reported. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/03/2015 with the following findings: keypad is torn at the down arrow button. Keypad response is intermittent on all buttons during investigation. Keypad was removed to inspect under keypad contacts, contamination found under the keypad contacts. Unrelated to the complaint, the display is dim faded and pink. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.